Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva dual port with q-syte, 24g x 0.75" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: showing leakage.

Event description:
It was reported while using bd nexiva dual port with q-syte, 24g x 0.75" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: showing leakage.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 1350399, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed leakage between the catheter adapter and tubing. Therefore, based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined based off of the evidence seen in the video.